Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient went to the hospital because they were having diaphragmatic contractions due to phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.